Event description:
It was reported that inflation could not be maintained with three (3) , size 6 dct, disposable cannula low pressure cuffed tracheostomy tubes. This was detected during and immediately after insertion. A fourth device was used with no further problems reported. It is unknown if the devices were tested prior to intubation. There was on (1) pt involved with no reported injuries. The involved devices are reportedly available to be returned to the manufacturer for identification, analysis and investigation. As of the date of this submission the involved devices have been received. The three (3), size 6 dct devices were returned to the manufacturer on 03/29/1999 for identification, analysis and investigation.